Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered electric shocks. Technical services (ts) analyzed device episode data and found that there were episodes of atrial tachy response (atr) as well as ventricular episodes. For one episode, this ICD delivered inappropriate anti-tachycardia pacing (atp) and six inappropriate electric shocks. Ts noted that this appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. There was also atrial under sensing during the ventricular episode noted. No additional adverse patient effects were reported. Currently, this ICD remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered electric shocks. Technical services (ts) analyzed device episode data and found that there were episodes of atrial tachy response (atr) as well as ventricular episodes. For one episode, this ICD delivered inappropriate anti-tachycardia pacing (atp) and six inappropriate electric shocks. Ts noted that this appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. There was also atrial under sensing during the ventricular episode noted. No additional adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this patient had an infection. Due to this, this ICD was explanted. No replacement information was provided. As of today, this product has not been received by boston scientific for further analysis. No additional adverse patient effects were reported. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered electric shocks. Technical services (ts) analyzed device episode data and found that there were episodes of atrial tachy response (atr) as well as ventricular episodes. For one episode, this ICD delivered inappropriate anti-tachycardia pacing (atp) and six inappropriate electric shocks. Ts noted that this appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. There was also atrial under sensing during the ventricular episode noted. No additional adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this patient had an infection. Due to this, this ICD was explanted. No replacement information was provided. As of today, this product has not been received by boston scientific for further analysis. No additional adverse patient effects were reported.